Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72) and a velocity delivery microcatheter (velocity). During the procedure, while initially advancing the red72 to the target vessel, the physician fractured the red72 mid-shaft. The physician then retracted the red72 and upon removal, the physician found that the fractured distal end of the red72 was in the ica. Therefore, the physician used a snare device to remove the fractured piece of red72. The procedure was completed using the same velocity and a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red 72 confirmed a fracture on the distal length of the device. If the red 72 is advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may cause additional resistance during attempted retraction. Retraction of a damage device may cause the device to stretch and fracture. The distal fractured segment was not returned for evaluation. Further evaluation of the device revealed an additional kink. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section e. Box 4. Initial reporter also sent report to FDA. 2. Section g. Box 3. Report source h3 other text : placeholder.